Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with the event is not known. International affiliate reports the following possible products: lot 36748, mfg date: unk, exp date: unk. Lot 36855, mfg date: unk, exp date: unk. Lot 36973, mfg date: unk, exp date: unk. Lot 37101, mfg date: unk, exp date: unk. The package insert states "the silicone elastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or event blunt instruments, as punctures, surface cuts nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the device and / or fragment retention in the wound."

Event description:
International customer reported that the device broke five days during removal following surgery. A fragment of the device remains retained within the pt's back tissue. The pt was asymptomatic for three yrs until 2005 when they presented with discomfort.